Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("protruding from distal end of fallopian tube, migration of essure device location of device: abdominal cavity/failure to occlude (close) fallopian tubes"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 816057, 857597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-tri cyclen from (B)(6) to (B)(6) and depo-provera from (B)(6) to (B)(6) . Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2011 to (B)(6) 2015 for birth control as well as calcium carbonate, cetirizine hydrochloride (zyrtec) and cilest (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain/pain: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection: unspecified"), urinary tract infection ("urinary tract infection: unspecified") and vaginal infection ("vaginal infection: unspecified"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/pain: lower right abdomen"). The patient was treated with surgery ((B)(6) 2016 - bilateral salpingectomy, (B)(6) 2016 - total hysterectomy) and surgery ((B)(6) 2016 - bilateral salpingectomy, (B)(6) 2016 - total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: essure was inserted on (B)(6) 2011, (B)(6) 2011. Most, if not all symptoms had decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded); on (B)(6) 2011: malposition of essure device. Most recent follow-up information incorporated above includes: on 9-aug-2018: reporter information was added. This case concerns 30 year old patient. Her demographic was updated. Her historical medication was added. Lab data were added. Essure indication was amended. Essure insertion and removal date were updated. Essure lot number was added. Concomitant medications were added. Per plaintiff fact sheet following events: migration of essure device location of device: abdominal cavity/failure to occlude (close) fallopian tubes); dysmenorrhea (cramping)); dyspareunia (painful sexual intercourse); bladder infection: unspecified; urinary tract infection: unspecified; vaginal infection: unspecified were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("protruding from distal end of fallopian tube, migration of essure device location of device: abdominal cavity/failure to occlude (close) fallopian tubes"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 816057, 857597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-tri cyclen from 2006 to 2008 and depo-provera from 2000 to 2002. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6)2011 to july 2015 for birth control as well as calcium carbonate, cetirizine hydrochloride (zyrtec) and cilest (ortho tri-cyclen). In april 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain/pain: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection: unspecified"), urinary tract infection ("urinary tract infection: unspecified") and vaginal infection ("vaginal infection: unspecified"). On(B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/pain: lower right abdomen"). The patient was treated with surgery ((B)(6)2016 - bilateral salpingectomy, (B)(6)2016 - total hysterectomy) and surgery ((B)(6)2016 - bilateral salpingectomy, (B)(6)2016 - total hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: essure was inserted on (B)(6)2011, (B)(6)2011. Most, if not all symptoms had decreased diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)-2011: unilateral occlusion (left tube occluded); on (B)(6)2011: malposition of essure device lot number: 816057 manufacture date: 2011/01 expiration date: 2014/01 lot number: 857597 manufacture date: 2011/05 expiration date: 2014/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("protruding from distal end of fallopian tube, migration of essure device location of device: abdominal cavity/failure to occlude (close) fallopian tubes"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and embedded device ("this is thought to third essure coil/iud devise partially embedded within the myometrium") in a 30-year-old female patient who had essure (batch no. 816057, 857597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-tri cyclen from 2006 to 2008 and depo-provera from 2000 to 2002. Concurrent conditions included uterine pain. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to july 2015 for birth control as well as calcium carbonate, cetirizine hydrochloride (zyrtec) and cilest (ortho tri-cyclen). In april 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain/pain: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection: unspecified"), urinary tract infection ("urinary tract infection: unspecified") and vaginal infection ("vaginal infection: unspecified"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/pain: lower right abdomen"). The patient was treated with surgery (B)(6) 2016 - bilateral salpingectomy, )b)(6) 2016 - total hysterectomy), surgery (B)(6) 2016 - bilateral salpingectomy, (B)(6) 2016 - total hysterectomy) and surgery (s/p laparoscopic tubal ligation - bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, embedded device, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: essure was inserted on (B)(6) 2011, (B)(6) 2011. Most, if not all symptoms had decreased essure placement twice (failure to occlude right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: embedded within the myometrium hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded); on (B)(6)2011: malposition of essure device on (B)(6) 2012, hysterosalpingogram revealed failure to occlude (close) fallopian tubes, expulsion of essure device pregnancy test performed when patient arrived at office. Result was negative lot number: 816057 manufacture date: 2011/01 expiration date: 2014/01 . Lot number: 857597 manufacture date: 2011/05 expiration date: 2014/05 .¿concerning the injuries reported in this case, the following one were described in patient medical record:device embedded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received :event device embedment added and reporters added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.